Event description:
It was reported that the patient experienced several falls. Upon investigation, inadequate pacing output due to programmed settings was observed on the device. No intervention has been performed at this time. The patient was in stable condition.